Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with cuts in the insulation at 197 to 201, 216 to 218 and 298 to 300 mm from the terminal pin. Laboratory analysis was unable to confirm the field allegation of loss of capture or dislodgement as there was nothing visually wrong with the lead that would cause a dislodgment.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to loss of capture and lead dislodgement. During the revision procedure the physician attempted to reposition the lead, however it was noted that the patient's endocardial tissue would not hold a passive fixation lead in place and it would slip further into the rv apex where poor electric conductive tissue did not allow capture. It was noted that the patient was asymptomatic as they do not require ventricular pacing. The device has not been programmed to aai. No additional adverse patient effects were reported.